Event description:
The customer reported that they were not getting any audio from their mx40 device. There was no patient involvement.

Event description:
The customer reported that they were not getting any audio from their mx40 device. There was no patient harm reported by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.